Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, battery data anomaly was observed on the programmer. It is suspected that the programmer has an older version of the software. Patient was asymptomatic. No further information was provided.